Event description:
Pt had surgery on neck in 2003. Went home and spent 2-3 days in pain. Went back to hospital. X-ray showed cable broke and slipped through vertebrae. Additional surgery needed to have a titanium plate implanted to fix it. Pt has additional concern: for first surgery, used own bone from hip. For 2nd surgery, wanted own bone used again, but md made mistake and used cadaver bone instead. Pt upset regarding this.